Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that an unspecified malfunction occurred after the pump had been dropped. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl and fell, causing a foot sprain and broken tooth. Cause of low bg was not known but reportedly customer has a damaged pancreas. Subsequently, the customer went to the emergency room for the low. The customer was treated with oral glucagon to address the issue and released from the ER later the same day with the issue resolved. Customer reverted to alternate insulin therapy for diabetes management.